Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low troponin t hs stat result for 1 patient sample on a cobas 6000 e 601 module. The initial result was 18.96 pg/ml. The patient was in the hospital due to a heart attack so the biologist didn't believe this result. The sample was repeated twice with results of 1992 pg/ml and 2010 pg/ml. When the customer repeated the sample he noticed bubbles. It is not clear if the erroneous low result was reported outside of the laboratory. This information was requested but was not provided. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 305646 with an expiration date of jun-30-2019. The customer wondered why no alarm was generated with the erroneous low result. No issues were identified during a review of the alarm trace, qc or calibration data.

Manufacturer narrative:
Initially low discrepant results are typically caused by sample pipetting issues; in this case, the user noticed bubbles on the sample when performing the re-run. Liquid level detection and bubble detection are support functions of the instrument and are not designed to verify the integrity of the sample. The operator should ensure the sample is error free. This is addressed in product labeling. The investigation determined the root cause of the low result was the bubble on the sample.